Manufacturer narrative:
D9: 4/22/2024. One device was received for evaluation. Visual inspection found a contaminated dso and uso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the expulsor was the root cause and was replaced.

Event description:
It was reported that during testing the pump failed accuracy at +14.9 percent. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.